Event description:
The user facility reports one incident of a cut in the pump segment tubing that occurred 1.5 hrs into hemodialysis treatment. Due to potential for contamination the blood in the extracorporeal circuit was discarded resulting in ebl=250cc and patient was administered antibiotics prophylactically. The user facility visually inspected the line while it was still on the machine and stated that the tubing had "moved forward" in the machine pump housing and had been cut by the tubing guides on the pump roller. Inspection of the returned complaint sample confirmed that the cut was due to incorrect or incomplete insertion of the pump segment tubing into the machine pump housing which is considered user error.